Event description:
There was an allegation of questionable testosterone results from the cobas 6000 e601 module. The initial result was 1117 ng/dl. On (B)(6)2024, the repeat result from another laboratory was 376 ng/dl (3.76 ng/ml). On (B)(6)2024, the repeat result from another laboratory was 291 ng/dl (2.91 ng/ml). The questionable result was not reported outside of the laboratory. The result of 376 ng/dl (3.76 ng/ml) was believed to be correct.

Manufacturer narrative:
The reagent lot number was 740530. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
No further information was provided. Therefore, the cause of the event could not be determined. The investigation did not identify a product problem.